Event description:
The customer reported that imprecise total thyroxine (tt4), free thyroxine (ft4) and free triodothyronine (ft3) results were generated on a unicel dxl800 access immunoassay system for multiple patients over four laboratory operational shifts. This is report one of four and represents imprecise tt4 results generated on a unicel dxl800 access immunoassay system on (B)(6) 2011 for one patient sample on a single shift. Data provided by the customer indicated that no erroneous ft4 results were generated. Data provided by the customer also indicated that upon repeat tt4 testing on the same instrument, the repeat result was different from the initial result. Collectively the difference in initial and repeat tt4 results exceeded the precision claims of the assay. The imprecise results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Level one instrument tt4 quality control results recovered within one standard deviation of mean, while level two and three qc results recovered within two standard deviations of mean. All percent coefficient of variation results were within the assay's precision claims. System checks executed prior to the event met customer established specifications. The samples were serum samples. It is unknown whether the sample was re-centrifuged and aliquoted prior to retest. No patient information was provided by the customer.

Manufacturer narrative:
Service was not requested by the customer. Service was not dispatched to the site for this event. Investigation of this incident is ongoing. A definitive root cause has not been determined to date. Mdrs associated with this event: 2122870-2011-02905; 2122870-2011-02906; 2122870-2011-02908; 2122870-2011-02909.